Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm. The customer's blood glucose level was 300 mg/dl. As the customer changed the cartridge, infusion tubing and infusion site, tandem technical support was unable to troubleshoot to determine the cause of this occlusion alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.